Event description:
Customer reported a past low blood glucose event with the lowest level reported at 40 mg/dl. Cause was not known. Customer managed low bg by consuming carbohydrates. Customer was advised by technical support to consult with their healthcare provider to discuss potential factors affecting blood glucose levels, and the case would remain open until pump data upload was confirmed.